Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached possible premature battery depletion. It was also noted that the left ventricular lead dislodged and had high output. The device was explanted and replaced. The lead was also replaced. No patient complications have been reported as a result of this event.